Event description:
The customer reported that the heartstart mrx did not recognize the external power supply. There was no patient involvement.

Manufacturer narrative:
Pr # (B)(4): a follow up report will be submitted upon completion of the investigation.